Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported an intermittent and erratic change in therapy, a loss of therapy, and return of symptoms. The stimulation stopped periodically and did not take the pain away. The night previous to the report, the stimulation totally stopped. The stimulation also stopped on the day of the report and the patient was able to start the stimulation back up after recharging. The return of pain was so severe that she doubled over. A fall that occurred around (B)(6) 2015 could be related to this issue. The patient fell and hit her left eye, and got a "good bump" also "hit" on the side of her body where the stimulator is located. The patient also had recent medical test or emi environmental exposure; activities or emi that could be related to the issue included CT scan and x-ray. A CT scan of her tailbone was performed, and the patient's tailbone was fine. An x-ray was also done on her mid-back. Since the fall, the patient's mid-back was periodically having trouble, not just periodically getting worse . The patient checked the device wi th the patient programmer, and the patient programmer showed the ins battery was full with the stimulation on with group a at 3.2 volts. The stimulation did not take the pain away and the patient did not feel the stimulation as strong as it used to be when she "takes it up." The patient stated increasing the stimulation beyond 3.20 volts irritates the nerves. This issue occurred a while back. It was also reported that the implantable neurostimulator recharger (insr) showed the water droplets with an empty battery. Additionally, the patient had recharging issues with the fullness icon not filled in black (starting about two weeks prior to the report). The insr and patient programmer were checked, and both external devices seemed to be functioning normally. The patient's implantable neurostimulator (ins), insr, and patient programmer batteries (after changing them) showed full. The patient was redirected to her healthcare provider to get the devices checked. Additional information later received from the consumer reported she had not been able to see the doctor for his opinion. The patient "watch[ed] it" and "keep getting and appointment with [the doctor]." The patient's relevant medical history included spinal pain.